Manufacturer narrative:
A ge oec service representative investigated the issue and found arcing at the tube. The high voltage candlesticks were cleaned and re-greased to prevent further arcing. Various adjustments were made to bring image quality into specification. Also a cross arm lock was repaired. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed regulator filament and overload fault errors.